Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would not boot up. Of note, the programmer has power, but has a black screen and will not complete the boot up process. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; power supply found out of electrical specification. Analysis also found the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.